Event description:
Customer said device read lo and 50 and patient consumed glucose tablets due to the results. Patient then went to the ER where their glucose was over 300. No other information provided.